Event description:
The tibial component was revised due to delamination and fragmentation.

Manufacturer narrative:
The examination results, limited by having only a portion of the insert, are insufficient to determine the cause of this event.